Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the multiple drawers malfunctioned due to the faulty pyxibus cable. A field service engineer replaced the pyxibus cable to resolve the issue. Based on the resolution provided in the sa-3064702, the system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es experienced several drawer failures that were not recoverable. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.